Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not power on) has been confirmed. As received, the charger/ modem would not power on. Upon evaluation, the l602 inductor was damaged on the bedside board. The cause of the inability to power on is the damaged inductor. The root cause of the damaged inductor is mechanical shock form physical impact. No adverse event resulted form the damaged inductor.

Event description:
A zoll distributor returned charger/modem sn (B)(4) indicating that it would not power on.